Manufacturer narrative:
Customer reported that a pyxis medstation es system drawer was not detected on the communication bus. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded in complaint number (B)(4) (work order). A field service engineer evaluated the device and reported that drawer 2.1 was damaged. The field service engineer stated that the drawer's solenoid warped due to continuous activation. The field service engineer identified the cause of the solenoid's continuous activation was caused by a faulty controller board. Field service engineer proceeded to replace the drawer's interface and controller boards, reinstalled the inseparable magnet and rebooted the station to resolve. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis medstation es system drawer was not detected on the communication bus. Patient involvement was not reported. Patient or user harm was not reported.

Event description:
Customer reported that a bd pyxis medstation es system drawer was not detected on the communication bus. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g1, h2, h4, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 25-sep-2020 to 25-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer found that the module controller was defective. Replaced the faulty solenoid, t- board, and module controller, and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.